Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during preparation, prior to a retrograde intrarenal surgery procedure using a tria soft ureteral stent, it was noticed that the stent was broken into two pieces along the shaft. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Additional information was received from the complainant on , 04sept2024, the tria stent coil was clarified to be detached, occurred outside the patient. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria. This event is now considered non reportable. The event reported under MFR report number 2124215-2024-53615 was sent in error.

Event description:
It was reported that during preparation, prior to a retrograde intrarenal surgery procedure using a tria soft ureteral stent, it was noticed that the stent was broken into two pieces along the shaft. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.